Event description:
It was reported that the patient experienced withdrawal symptoms and was hospitalized. The patient was treated with intravenous pain medications. The hcp confirmed that a motor stall had occurred in 2009; no motor stall recovery was recorded and a tube set message was noted 48 hours later. There were no medical procedures or other environmental conditions that could have caused the motor stall. The pump contained fentanyl. The pump was explanted and replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.